Event description:
Attorney reported: in 2007, the patient underwent an umbilical hernia repair procedure with placement of a non-recalled composix kugel mesh patch. After implant, the mesh came loose and floated free causing a dense inflammatory reaction and infection and requiring explanation and caused the patient pain. At about five months later, the patient underwent surgery with the explant of the mesh patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.